Event description:
The pt underwent revision surgery to remove the superior anchor plate of an roi-a construct at l3-l4. This was part of a 3 level construct combining 3 roi-a implants with anchoring plates, and a unilateral pedicle screw/rod system covering the 3 levels (from l3/l4 to l5/s1). The anchor plate had migrated approximately 3-4mm in the anterior direction from post op position and was determined by the operating surgeon to necessitate revision to remove. This represents a partial removal of the construct. The remaining implanted devices at l3-l4 included the interbody peek roi-a cage and one anchor plate (along with the pedicle screws). This supplemental fixation (the anchor plate) was rigidly fixed into l4 and the operating surgeon determined the remaining construct, at l3/l4 as well as the overall construct spanning l3-s1, was sufficient.

Manufacturer narrative:
Updated form - the initial report was sent on 05/29/2009. No new pt, event or device info has been revised since the original MDR submission. We have spoken to (B) (4) and are submitting the updated form FDA 3500a, enclosed with the original report submitted, per our conversation with (B) (4) and (B) (4). This is the second anchor migration known to ldr spine to have resulted in a revision surgery. The explanted anchor plate was not returned. Photos taken during the revision were studies by ldr medical, along with comments and narrative from those who covered the case. There were no obvious signs of product malfunction, damage, breakage, or misuse. The remaining construct was determined to be sufficient, specifically for the level in question as well as for the overall construct. This anchor removal has caused no reported ae or issue other than the revision surgery procedure. The peek implant into which this anchor device seats, was reported to be fine and remains implanted in this pt.